Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with moderate calcification and 70% stenosis. The first emboshield nav6 embolic protection system (eps) filter could not be loaded and was noted to have a kink in the delivery catheter during prep so it was not used. The second emboshield nav6 eps was used and stealth 360 atherectomy was performed. A lot of debris was captured in the filter and at the end of the procedure the filter was retrieved with the retrieval catheter. Some emboli ended up in the distal/micro vasculature in the lower calf/foot. There was disruption of blood flow and the foot began to show signs of ischemia. Lysis and overnight heparin infusion opened up most of the vessel and the foot coloration returned to normal with one toe remains dusky. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The reported patient effects of embolism and ischemia are listed in the emboshield nav6 instructions for use, as a known potential adverse event associated with carotid stents and embolic protection systems. Based on the information provided, a definitive cause for the reported patient effects of embolism and ischemia, resulting in treatment with medications, delay of treatment, and prolonged hospitalization and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.